Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm aneurx bifurcated stent graft and its and components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 1999. Vessel calcification and tortuosity were minimal. The pt's aortic neck was reported to have a dilated to 29 mm proximally. The pt has a history of multi-vessel coronary artery disease with coronary artery bypass graft, peripheral vascular disease with stenting of the popliteal artery, "renovascular" disease with stent within stent restenosis and poorly controlled hypertension. It was reported that the stent graft migrated and the aneurysm had enlarged. The physician requested a talent aortic cuff to repair the migration, which was successfully implanted in 2004. No additional clinical sequeale were reported.